Event description:
It was reported that during a gastric bypass procedure, the device cut the first 1/3 of the bowel without stapling with white reloads. The second 2/3 were stapled and cut perfectly. The bowel leaked blood and he had to open a new device with white reloads. The doctor had to close the proximal and distal end off the small bowel. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.